Manufacturer narrative:
Corrected information was provided in d1 (brand name), d4 (serial, catalog, primary UDI number). Upon review, the section d brand name, primary UDI, catalog and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the high or saturated pump flow was not determined due to lack of sufficient clinical details and unreturned product and logs for further investigation. The root cause of the false alarm was not determined due to lack of sufficient clinical details and unreturned product and logs for further investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that an alarm indicated that the impella device was positioned in the aorta. Echocardiography confirmed appropriate placement. Motor current was flat. There was suspicion of thrombus ingestion, evidenced by signs of flow saturation. The patient reportedly survived the procedure.